Event description:
Related manufacturer reference number: 2017865-2021-34046. It was reported that the atrial lead had a history of loss of capture since 2012. The patient presented in clinic for a follow up and device interrogation revealed high capture thresholds on the left ventricular lead. The physician elected to cap and replace both of the leads. The patient condition was stable before, during, and afterwards.